Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels. Reportedly, the highest bg level was in the 300s mg/dl range, which was addressed with a bolus delivery and adjusting the basal settings. The cause of the bg levels were unknown. During troubleshooting with tandem technical support, an air bubble was observed along the infusion set tubing. The customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. The customer's blood glucose level was 188 mg/dl at the time of the reported event.